Event description:
When a child was on ECMO, the tubing between the oxygenator and the heat exchanger became disconnected at an unspecified connection point. The emergency ventilator settings were implemented and the child was transfused with prbc's. The child was placed on a new ECMO circuit. There was no injury to the pt and reports indicated that the child is stable.